Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient reported for their implantable neu rostimulator (ins) never fully depleted or was holding a charge longer for the three weeks prior to report. The patient was seen by their hcp at the time of report and was noted to have still had therapy at that time. Impedance testing performed at the time of report found that ¿all 0 reference impedances were >10000¿ ohms. It was noted the patient was programmed to use electrodes 0 and 3 for their motor cortex (with only one quad lead implanted). Programming around the affected electrode and open circuits not depleting the battery due to no or little current going through the system were discussed. Programming around the #0 electrode was reviewed as a first action. There were no complications reported or anticipated.

Event description:
Additional information was received from the rep. It was reported that the cause of the high impedance was not determined. Reprogramming was done to resolve the issue. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.